Event description:
It was reported by the customer that the insulin pump as alarming button error. Customer stated she removed and reinserted the batteries from the device but that it did not resolve the issue. Customer stated she did not recall any significant events that led to the alarm or if device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 181 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).